Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood / body fluid was found on all conductors at the electrode end. Blood / body fluid was found on the distal conductor at the tip to ring spacer. The full lead was returned for analysis.

Event description:
It was reported that a left ventricular lead could not be implanted due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.